Event description:
It was reported that two weeks after valve placement, the pt began to suffer from symptoms again. The surgeon decided to replace the shunt because he believed it was not pumping fluid.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at time of manufacture.